Event description:
There was an allegation of a questionable calcium gen. 2 result from the cobas 6000 c501 module for 2 patients. Patient a's initial result was 6.4 mg/dl, and the repeat result was 9.7 mg/dl. On (B)(6) 2025 patient b's initial result was 5.1 mg/dl, and the repeat result was 8.9 mg/dl. The repeat results were completed on a cobas 8000 c702 analyzer. The repeat results were deemed to be correct.

Manufacturer narrative:
The calcium reagent lot number is 76942501 and the expiration date is 31-mar-2025. The qc and calibration were both acceptable. A field service engineer (fse) determined that there was leaky cell rinse tubing and replaced it. The investigation determined that the service action resolved the issue.